Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed via the system logs, which showed several generator related errors c00 and m0b. During testing, the iesu displayed error code c33 at startup. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated c-00 errors occurred against the erbe generator. The customer power cycled the generator multiple times, with no resolution. The intuitive tech support engineer (tse) advised that the generator would have to be replaced. The tse suggested using a covidien force triad generator; the caller stated that they did not have one. The procedure was aborted. There were no reports of patient involvement.